Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and the recommended reprogramming was performed to resolved the event. The patient was stable and will continue to be monitored.